Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 8mm emerge balloon catheter was advanced for pre-dilation. The balloon was inflated at 12 atmospheres for the first and 2nd inflation, and at 14 atmospheres on the 3rd inflation. However, during the 4th inflation at 14 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a 1.0x6 non-bsc device. There were no patient complications reported.